Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a loctite failure, excessive noise and vibration. It was further determined that the device failed pretest for vibration assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the attachment device was broken. During service and evaluation, it was observed that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.